Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The philips field service engineer (fse) went to the customer site. It was established that the patient in bed (B)(4) went through a run of premature ventricular contractions (pvc) on (B)(6)-2016 around 10:14 a.m. And the intellivue mp5 patient monitor did not alarm for this condition. The patient was having chest pains and was subsequently taken to the cath lab for emergency treatment. The patient survived the incident and was later discharged from the ward. No emergent or adverse impact was reported.